Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had motor error and no delivery alarms. Most recent blood glucose value was about 100 mg/dl. It was confirmed that the device was not bumped, dropped or exposed to a high magnetic field and the drive support cap appeared normal. Father stated that the motor error alarm occurred a few times during last 30 days most probably at prime. During the call, the insulin pump switched off and the father did not have another battery or infusion and the customer was not present to complete troubleshooting. It was stated that the customer had already reverted to back-up plan. The insulin pump was not replaced or returned for analysis.